Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male. The patient was taking an unspecified medication for treatment of an unknown indication. In 2008, the humapen ergo burgundy/clear pen body (lot number 0403a01) with a clear cartridge holder attached was reported with two engagement tabs broken. This humapen ergo burgundy/clear pen body with a clear cartridge holder attached is associated with product complaint number. It was unknown if the patient was the operator of the device or if the operator was a trained user. It was unknown how long the device model and reported device was used for. The device was returned on the same day. It was unknown if humapen ergo burgundy/clear pen body with a clear cartridge holder attached was continued.